Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. During the incoming inspection at the user facility, prior to pt use, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible alarm tone. During initial testing, the device sounded an audible alarm tone during an alarm condition. During subsequent testing, the device displayed error code e301 (audio alarm failure) with no audible alarm tone. This was due to improper soldering of one of the resistors in the piezo assembly. (B) (4)